Event description:
The customer reported that his olympus endoeye flex videoscope was producing cloudy image during preparation for lapacolle procedure. According to the initial reporter, the intended procedure was completed without any delays using the subject device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The evaluation of the event is still on-going. Should additional information be received a supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over one (1) year since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the cloudy image was not confirmed. It was presumed that a temporarily remained stain, such as chemical solutions and mucus on the objective lens, caused the event. However, the event was not reproduced with the actual device. The root cause of the suggested event could not be specified. The event can be prevented by following the instructions for use which state: "ltf-s300-10-3d operation manual chapter 3 preparation and inspection states detection methods. IFU: ltf-s300-10-3d reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures." Olympus will continue to monitor field performance for this device.